Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulli ng/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the helix was extended and stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during implant in multiple positions. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.